Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). The product was not returned to depuy synthes mitek, however a photo was provided for review. See attachment ((B)(4)) ¿ the photo investigation revealed that the vapr s90 4.0mm w/integr hdp -ea had the insulation was damaged near the distal end, also the tip has signs of activation. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would contribute to the complained device issue. ¿ based on the investigation findings, a potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. As per the instructions for use, carefully insert and withdraw electrodes to avoid possible damage to the device, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the sales rep in china that during a rotator cuff repair surgical procedure on (B)(6) 2024 the vapr s90 4.0mm w/integr hdp -ea device the distal part of the sleeve was broken. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: ¿ the device associated with this report was returned to depuy synthes mitek for evaluation. ¿ upon visual inspection revealed that device was returned in original package tray. The tip does show signs of activation. The handle, cable and plug did not show any signs of damage. The shaft insulation was damaged at the distal end. The overall complaint was confirmed as the observed condition of the device would have contributed to the complained issue. ¿ based on the investigation findings, the potential cause could be traced to the procedural variables, such handling of the device or product interaction during procedure. As per the instructions for use carefully insert and withdraw electrodes to avoid possible damage to the device, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.